Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained a different battery for the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. All power-off events were turned off using the power button on the front enclosure. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.